Manufacturer narrative:
A customer contacted a technical applications specialist (tas). The tas evaluated quality control (qc) and calibration. Precision was run and no imprecision issues were detected. No additional issues were detected with other patients. The cause of the discordant, falsely elevated human chorionic gonadotropin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (total hcg) result was obtained on a patient sample on an advia centaur cp instrument. On (B)(6) 2016, the initial result resulted >1000.0 miu/ml and was repeated with an automatic dilution on the same advia centaur cp instrument, resulting falsely high. This result was not reported out to physician. The customer reviewed the result and manually diluted the sample and resulted within the expected patient range. The manually diluted result was reported out to the physician(s). The customer repeated the same sample on (B)(6) 2016. The initial result resulted >1000.0 miu/ml and was auto-diluted. The result was within expected patient range. The sample was then manually diluted and resulted within the expected patient range. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated human chorionic gonadotropin result.